Event description:
It was reported that his permanent implant was not as good as the trial. The patient was going to the bathroom ¿20 to 30 times per day¿ and during the trial it was reduced to ¿18 times.¿ the system was ¿redone.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s doctor ¿re-did the process¿ and put in a new device due to the first one not getting the desired results. It was noted that they had used all of the options and settings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va035nt, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect with their first implant.

Manufacturer narrative:
(B)(4).